Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be behaving erratically. Review of the pump data by tandem technical support showed the battery gauge jumping from 20% to 25% on (B)(6) 2016 while not connected to a power source. On (B)(6) 2016 the battery gauge dropped from 25% to 15% in 1 minute after being connected to a power source. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the current pump until the replacement pump was received.